Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump was alarming approximately every hour with the message ¿check for empty tubing or reservoir.¿ the cassette was confirmed to be locked, and multiple troubleshooting steps were attempted, including powering the pump off, tapping the cassette, restarting the pump, and verifying the reservoir volume. The alarm reoccurred within seconds. The patient was instructed to power off the pump, clamp the tubing. The event occurred while in use with patient. No patient harm was reported.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.